Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue. The repair was canceled due to the lease term of the device being up. The device will be scrapped.

Manufacturer narrative:
On previously submitted report, section b5 was incorrect. It should be - a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for oxygen flow verify, negative flow calibration, positive flow calibration, oxygen pressure sensor calibration and a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board need to be replaced to address the issue. The repair was canceled due to the lease term of the device being up. The device will be scrapped. The faulty oxygen blender board and interface board will be removed from the device and returned to the us. The device was evaluated by the manufacturer's product investigation laboratory (pil) and review of the complaint records finds the returned materials do not meet the requirements for a formal pil investigation as set forth in document: 16-700-750 (service device/component course of action,) page: 12 section: 3 (workflow,) 3.1 trigger requiring forwarding to pil and page: 17 appendix a: investigation escalation guide documented summary and bullet points.